Manufacturer narrative:
(B)(4), 2013 - an analysis from the manufacturer is pending. Remains implanted.

Event description:
This patient had been brought in for an in-clinic follow-up after it was observed the patient¿s device provided no magnet response during a trans-telephonic monitoring check). When interrogated in-clinic, the device was found to be in standby mode and was successfully re-initialized using the programming system. Reprogramming of the device and follow-up testing were performed following re-initialization with normal results and the device appears to be operating normally. The patient was questioned regarding any recent activities or environmental conditions that might have resulted in possible patient exposure to strong emi; no such sources of possible interference were identified.

Manufacturer narrative:
(B)(4) 2013: an analysis from the manufacturer is pending. (B)(4) 2013: a final analysis from the manufacturer is pending. (B)(4) 2014: section was revised. There should not have been a date entered as the device remains implanted. (B)(4). Method code: since the device was not returned, programmer files were reviewed by the manufacturer. Result and conclusion code: please see the attached analysis, (B)(4).

Event description:
This patient was brought in for an in-clinic follow-up after it was observed the patient's device provided no magnet response during a trans--telephonic monitoring check. When interrogated in the clinic, the device was found to be in standby mode and was successfully re-initialized using the programming system. Reprogramming of the device and follow-up testing were performed following re-initialized using the programming system. Reprogramming of the device and follow-up testing were performed following re-initialization with normal results and the device appears to be operating normally. The patient was questioned regarding any recent activities or environmental conditions that might have resulted in possible patient exposure to strong emi; no such sources of possible interference were identified. A preliminary response from the manufacturer received (B)(4) 2013 stated the following: the device switched to standby mode (B)(6) 2013 because an alteration was found in device memory data. The re-initialization on (B)(6) 2013 restored normal behavior. From available data, the device can remain implanted without further action.

Manufacturer narrative:
November 13, 2013 an analysis from the manufacturer is pending december 23, 2013 a final analysis from the manufacturer is pending. Remains implanted.

Event description:
This patient was brought in for an in-clinic follow-up after it was observed the patient's device provided no magnet response during a trans--telephonic monitoring check. When interrogated in the clinic, the device was found to be in standby mode and was successfully re-initialized using the programming system. Reprogramming of the device and follow-up testing were performed following re-initialized using the programming system. Reprogramming of the device and follow-up testing were performed following re-initialization with normal results and the device appears to be operating normally. The patient was questioned regarding any recent activities or environmental conditions that might have resulted in possible patient exposure to strong emi; no such sources of possible interference were identified. A preliminary response from the manufacturer received novenber 25, 2013 stated the following: the device switched to standby mode (B)(6) 2013 because an alteration was found in device memory data. The re-initialization on (B)(6) 2013 restored normal behavior. From available data, the device can remain implanted without further action.